Event description:
It was reported that the device was explanted. The patient had experienced wound dehiscence with visualization of the pump. The patient outcome was reported as no injury. The patient tolerated the explantation and was treated with two weeks of IV vancomycin. The pump was used to deliver lioresal.

Manufacturer narrative:
(B) (4). Final pump analysis revealed no anomaly found; normal device function. Final catheter analysis revealed no significant anomalies; catheter torn. It was noted that 7.1cm from the proximal end that there was a piece of catheter missing. The anomaly did not go into the lumen so the catheter did not leak and was functionally good.